Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in fill one of treatment. Upon opening the cycler door to remove the tubing set, solution was found at the bottom of the cycler door. The origin of the leak could not be identified. No damage was noted on the cassette or tubing set. Pt completed treatment manually that night. Pt did not receive prophylactic antibiotics and has had no adverse effects. Pt's effluent has remained clear. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.